Event description:
In 2001, the pt used the suspect device to check their blood glucose. The pt obtained a result of 51 mg/dl. The pt then ate breakfast and drank orange juice. Pt denies taking their diabetes meds at this time. At 2:30pm the pt used the suspect device again and the result was 71 mg/dl. The pt then left for work and had a car accident at 2:45pm, where their car was totaled. Pt was taken to the hosp and a lab glucose was performed. The lab result was 279 mg/dl. Pt was given an insulin injection. Pt also reported that pt was in the hosp for 15 days. Pt received stitches in their hands from the auto airbag deployment and also had a replacement pacemaker put in due to the airbag hitting their chest.